Event description:
It was reported that the purewick female external catheters were defective and leaking, there was also a crack developing on the canister. It was noted that the replacement was shipped on 12oct2020, and the patient had been using the purewick product for more than 90 days. Per follow up on (B)(6) 2022, customer stated that the purewick female external catheters were not absorbing but the system worked well when new canisters and tubing were placed. Stated that they had two broken canisters, and both have been returned via fedex. Customer had two recent and very bad urinary tract infection, one required hospitalization and patient had seizure related to urinary tract infection and stroke residual, both urinary tract infection required antibiotics (prescription cefdinir 300 mg because patient is allergic to penicillin) and it was stated that the customer did not have many urinary tract infection prior to using the purewick system.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick female external catheters were defective and leaking, there was also a crack developing on the canister. It was noted that the replacement was shipped on (B)(6) 2020, and the patient had been using the purewick product for more than 90 days. Per follow up on 19jan2022, customer stated that the purewick female external catheters were not absorbing but the system worked well when new canisters and tubing were placed. Stated that they had two broken canisters, and both have been returned via (B)(6) customer had two recent and very bad urinary tract infection, one required hospitalization and patient had seizure related to urinary tract infection and stroke residual, both urinary tract infection required antibiotics (prescription cefdinir 300 mg because patient is allergic to penicillin) and it was stated that the customer did not have many urinary tract infection prior to using the purewick system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.